Event description:
Physio-control sales representative reported that the therapy connector was damaged. The reported problem could prevent the device from providing defibrillation therapy. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). The device was returned and evaluated at the physio-control's failure analysis center. Physio determined the cause of failure to be the therapy wire harness. The device therapy connector locking tab was broken and prevented proper secure connection of the therapy cable and connector. A replacement device was provided to customer.